Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had replace battery now alarm. The customer¿s blood glucose level was 6.9 mmol/l at time of incident. Customer reported that they had replaced the battery three times with brand new batteries but each time they inserted a new one he got the replace battery alarm. The insulin pump will not be returned for analysis.